Event description:
Physician reported "capsular contracture, baker grade iii, inflammatory with peroprothetic fluid leakage". Device explanted and replaced. Left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii, inflammatory with periprosthetic fluid leakage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Physician reported "capsular contracture, baker grade iii, inflammatory with periprosthetic fluid leakage". Device explanted and replaced. Left side.